Event description:
The lay user / patient contacted lfs italy on (B)(6) 2011 alleging inaccurate erratic readings on their one touch ultramini meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. The patient mentioned that the alleged issue of the meter began on (B)(6) 2011. The patient tested her blood glucose and obtained a 170 mg/dl and 230 mg/dl. Readings were taken less than 20 minutes from one another. The patient took insulin based on her diabetes regimen. Approximately 3 hours later, the patent developed symptoms of feeling sweaty and lack of strength. The patient self-treated with sugar, water and liquid fruit. The symptoms lasted for an hour. The patient did not seek any further medical attention or contact her physician for assistance. The patient was not tested on another device. A normal blood glucose reading for the patient is between 130-150 mg/dl. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged erratic readings, she took insulin based on the meter reading and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.